Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed uplink testing due to noise and it was noted that this was a printed circuit board issue, and that the head passed testing with a known, good printed circuit board. The head was to be scrapped. (B)(4).

Event description:
It was reported that the radiofrequency programmer head also originally returned with no information subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.